Event description:
The pt mentioned that the last time they were able to test on the meter was in 05/2005. Since then their meter had displayed the battery icon. They replaced the battery and the issued persisted. Date unknown, the pt fell dizzy and nauseous. They drank some orange juice and contacted the paramedics. When the paramedics arrived they tested the pt on another device and the pt received a 68 mg/dl and they were treated with glucose. Customer service was unalbe to resolve the issue and sent the pt a replacement meter.